Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise. The lead was successfully replaced. No additional adverse patient effects were reported. Additional information indicates that during the replacement procedure of the ra lead, the health care professional (hcp) mentioned the ra lead was suspected to exhibit a fracture. In addition, as the patient exhibits normal sinus rhythm, there was no asystole nor inappropriate therapy provided, and the hcp mentioned that the ventricular tachycardia (vt) episodes the patient presented might have been bradycardia-induced, and the episodes were appropriately treated by the device. Reportedly, the patient contacted the hospital upon receiving a shock from the device, and it was then that the noise from the ra lead was noticed and the replacement procedure scheduled. Initially, the implantable cardioverter defibrillator (ICD) was planned to be replaced during the ra lead replacement procedure, however, as the patient was correctly conducting, exhibited a narrow qrs and the ICD remaining longevity was eight years, it was decided to leave the ICD device in service and only perform the ra lead replacement. No additional adverse patient effects were reported.